Event description:
Related manufacturer reference number: 2017865-2023-13545. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead and right ventricular lead exhibited high pacing outputs. The rv lead was noted to have insulation damage under fluoroscopy. Both leads were explanted and replaced. There were no patient consequences.